Event description:
The caller alleged discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 3.0; laboratory inr: 2.6. Therapeutic range: 3.0 - 3.5. The time between testing was one and a half (1.5) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Corrections: device available for evaluation? Corrected to "yes" and date received 04/29/2015. Device evaluated by manufacturer? Corrected to "yes" and evaluation summary attached. (B)(4). Investigation/conclusion: the customer's monitor, which was listed as a concomitant device, was returned for investigation. Thermistor testing performed on the returned monitor did not pass specifications. Although the monitor did not pass specifications, statistical analysis of testing performed as part of an extended complaint failure investigation ((B)(4)) found there to be no significant difference in inr values between returned monitors that failed the heating specification with monitors that passed the heating specification. An attempt to retrieve the impedance curve associated with the customer's result was conducted. Because the customer's result was not within the most recently obtained results on the monitor, the impedance curve was unable to be retrieved, and therefore impedance curve analysis was not conducted. The customer's reported results were calculated to be within the allowable bias criteria and is not considered to be outside of the performance specifications. A review of in-house retain strip testing on the reported lot was performed. The retain strip testing results for lot 355824 met both accuracy and strip repeatability criteria. A review of the manufacturing records for lot 355824 did not uncover any relevant non-conformances and the lot met release specification.

Manufacturer narrative:
Investigation/conclusion: the values reported by the customer were within allowable bias that is based on the products release specification. No product was returned for further evaluation. No issues were found during review for the rate of complaints on this lot; therefore, no further investigation is required.